Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of difficulty advancing the device through the patient's tissue.

Event description:
It was reported that during the procedure, the physician experienced difficulty advancing the solyx device through the patient's tissue, which led to the mesh deforming. Another solyx device was used to complete the procedure. No patient complications were reported following the incident.